Event description:
During in clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead was found to be dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable.